Event description:
It was reported that during a breast biopsy after taking approximately 2 samples they saw the cables jump then heard a grinding noise. They continued the biopsy using the probe but noticed metal fragments on the specimen radiograph. They later checked the probe and also noticed pieces of metal on the inside of the probe. After completing the biopsy they took post mammogram images of the biopsy site and did not see any metal fragments in the breast. Case was finished using the holster and probe. No patient data is available.

Event description:
Customer reports the left monitor is not displaying images. No patient injury was reported.

Manufacturer narrative:
(B)(4). The (B)(4) probe was received in good physical condition. Initial visual inspection with a digital microscope revealed that the cutter edge was dented and with some burrs on the surface. No functional issues were noted when the probe was tested with a test holster and control module. The probe was fully functional. No conclusion could be reached as to what caused the denting condition on the cutter, it is possible that an alignment issue between the thumbwheel hub and the lumen assy. Caused the cutter to hit the edge of the lumen assy. While entering into the cone. No foreign matter was found on the returned device, however it is probable that the reported foreign matter was the metal shavings from the cutter. The noise was the result of the cutter rubing inside the needle during the sampling process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.